Event description:
It was reported that during the performance of an ovarian drilling surgical procedure that the needle tip of the device was missing when the surgeon went to perform the procedure on the 2nd ovary. The device was connected to a valleylab force with generator, at 30 watts.